Event description:
It was reported that particulate was identified during inspection after filling 4 of 7 samples of product 68105 with 2250ml lactated ringers solution by the pharmacist. The customer further reported "we filled 4 new bags and they appeared fine. We used gravity to transfer 2000ml and a repeater pump to transfer 250ml to each bag. Lactated ringers baxter 00338-0117-04". The samples were indicated that they were available for review but they have not been returned by the customer. There was no patient involvement, and no additional information is available at this time.